Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the sales rep, the surgeon said a hakim valve became unseated. He replaced it with another valve. No adverse or delays reported. Device will be returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70 mmh2o. The valve was hydrated. The valve was visually inspected; a crack in valve casing and two small marks in the silicone housing were noted over the valve casing level with the cam mechanism, cut / tear in silicone housing proximal end, holes in silicone housing after valve mechanism. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked form holes and cut/tear in silicone housing. The valve was reflux tested. The valve failed, probably due to the damage silicone housing. The valve was dried. The valve was then pressure tested at 70 mmh2o, passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were found in the valve casing, the cam mechanism was also damaged. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 21st december 2001. The root cause of the problem found during investigation is due to the valve receiving some form of impact. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.